Manufacturer narrative:
This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this patient was admitted to the hospital after experiencing a syncopal episode. The cause of the syncope was not determined, however the pacemaker was reprogrammed which caused its longevity to drop. Review of the device data confirmed the longevity of the pacemaker was accurate based on its programmed parameters however surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient was admitted to the hospital after experiencing a syncopal episode. The cause of the syncope was not determined, however the pacemaker was reprogrammed which caused its longevity to drop. Review of the device data confirmed the longevity of the pacemaker was accurate based on its programmed parameters however surgical intervention was performed and the pacemaker was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.